Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. A system check was performed. The pump and infusion set tubing was found to be functioning as expected. The customer declined to remove the cannula for inspection as it was thought that the tubing may have been kinked at the time of the occlusion. The customer delivered the remaining bolus without another occlusion alarm.